Event description:
It was reported that the pt received "a whole new system" on (B)(6) 2011. The pt experienced a shocking or jolting sensation on the right side of the body the morning after implantation of the new device system. The sensation was felt both with the stimulation turned on or off, and with the stimulation set as low as 0.10 volts. There was no reason or further details provided regarding the explant of the precious device system. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).